Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead was damaged during a revision procedure. It was mentioned that the contacts connecting to the ipg had high impedance issues. The patient underwent a lead replacement procedure. The explanted device will not be returned.